Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they have a problem with their stimulation. Pt stated the issue started yesterday, pt said they had the belt on with the stim and fell asleep, when they woke up the patient felt a electric over their body and they cant turn off the stim. Pt said this issue never happened before. During the call the patient was showing signs like they felt the stimulation coming out really strong. Agent reviewed and advised to switch to different groups where they are comfortable. Agent also walked the pt through on how to turn off the stim and pt confirmed feeling better after it was turned off, pt confirmed their controller was at 100% and ins was low on battery. Pt also reported settings not available message. Agent redirected pt to their hcp to set up an appointment with rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient met with a manufacturer representative who "shut it all down". The issue resolved.